Manufacturer narrative:
Zimvie complaint number (B)(4). . D10. Concomitant medical products tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm lot 61909140 tac1, abut tapered 1-pc screw-vent 3.5mm 1mm lot 61964405 tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm lot 61862772 tsv4b13, lot 61862772 implant removed due to screw fracture. G4: premarket identification k011028/k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that the over denture was loose due to the following findings in 4 implants: implant at tooth site 13 had a fractured abutment that could not be removed, so implant had to be removed. Periimplantitis at tooth site 15, implant was removed. Bone loss at tooth sites 22 and 24. Implants were removed. All implants were removed and replaced in another appointment. Patient experienced pain and inflammation. This event refers to bone loss of 1/2 implants.